Event description:
As reported via the edwards clinical specialist, upon removal of the 22fr edwards rf3 sheath, a flow limiting left common femoral artery (lcfa) dissection was noted just above the femoral bifurcation. The physician inserted a 6 fr shuttle sheath via the ipsilateral arterial access site and crossed the dissected lcf with a magic torque wire. The physician subsequently inserted a 7.0 mm x 50 mm pta balloon in an attempted to tack up the dissection and restore flow to left leg. Upon deflation of the balloon, the contrast injection revealed a vessel perforation on the lateral aspect of the lcfa and the physician immediately cross clamped the vessel in order to regain hemostasis. A 5.0 mm x 50 mm gore viabahn endograft was successfully deployed which completely sealed the vessel perforation. Following stent placement, brisk arterial flow was restored to the patient's left extremity and the vessel was fully patent.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimal lumen vessel diameter was reported to be 7.2 mm, with mild vessel calcification and mild tortuosity. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The transfemoral tavr procedure requires the insertion of large bore devices in these patients. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of borderline vessel size and calcification and / or tortuosity not appreciable on imaging may have caused or contributed to the event. No further actions are required at this time.